Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca. However, it was reported that patient experienced an mi one day post stent implant. The reported mi was unrelated to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref MFR # 9612164-2012-00305, 9612164-2012-00306.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).